Event description:
Two (2) olympus hiq-laparoscopic bipolar johann forceps (17mm) have very noticeable breakdown of the white, synthetic, jaw articulation joint. These instruments have been in use for approximately 1 year, at 2x/month, with cleaning, disinfecting and re-sterilization occurring according to the manufacturer's IFU. FDA safety report ID# (B)(4).